Manufacturer narrative:
Correction: manufacturer report 2017865-2017-34217, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited failure of pacing once connected to the leads. The pacemaker was replaced, and the procedure was concluded successfully.